Event description:
It was reported that during the process of PICC catheter placement, the customer found that the gap between connecting parts of the connector for the groshong kit was a little bit wider. No problem occurred after connection was completed on site. The next day, the connected parts were separated. The catheter was trimmed immediately and a new connecting accessory was used. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.